Event description:
The pt experienced a lack of therapeutic effect. She had tried different programs and settings including changing from program 4 at .85 to program 3 at .8. Per the physician, there was wound dehiscence and the device was explanted. The stage I trial was repeated four weeks later. The pt recovered without sequelae.